Event description:
It was reported that a patient death occurred. The patient was treated with a 25mm lotus edge valve. No patient complications were reported. The following day the patient passed away.